Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 5440130, 510k # k102555 was cleared in the united states. Device evaluation anticipated, but not yet begun.

Event description:
Initial diagnosis: los. It was reported that on (B)(6) 2015, the patient underwent tlif and posterior fixation at levels l5-s1 to treat lumbar canal stenosis. During the surgery, screw hole of a set screw placed at left l5, stripped when surgeon tried to loosen it. He then replaced the set screw to finish his procedure. No fragment of the screw was left in the patient. The event delayed surgical time within 15 minutes. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual and microscopic examination identified deformation on the upper portion of the hexalobe form.functional evaluation was able to fully engage the set screw and tighten the set screw. After visual, microscopic examination and functional evaluation, the implant appears to be capable of functioning as intended.

Manufacturer narrative:
Image review: submitted pictures appear to show damaged hexalobe and lead portion of the thread.

Event description:
When the surgeon loosened a non-break off set screw with a provisional plug driver to do compression, the thread of the set screw stripped. The surgeon used a new set screw to continue compression. Sales rep reportedly asked for the surgeon to put the driver deep into the thread of the screw. The surgeon regards the cause of the event as his technical error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.